Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) showed inaccurate data remaining. Technical services was consulted and data analysis was performed. The data analysis confirmed the data stored is not accurate and exhibited corruption of the event storage. At this time, the s-ICD remains in use and no adverse patient effects have been reported.

Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. These particles typically arise from therapeutic ionizing radiation, naturally occurring high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation.